Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 435 mg/dl and 83 mg/dl. The customer reported that the insulin pump had hardware low level failure. The customer stated that they were able to clear the alarms and able to rewind the insulin pump. The customer also stated that self test was passed. The customer reported that the insulin pump had failed battery alarm during blood glucose level was checking. The insulin pump will not be returned for analysis.